Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the breaker in the operating room was tripped. The biomed believed the dual cooler heater caused the breaker to trip and as a result an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Date of event - the date of the event is not known. Date entered has been estimated. Device manufacture date is prior to 1999. This complaint could not be confirmed. The field service rep (fsr) investigated the cooler heater and could not find any issues with the unit. As a precaution, the field service rep replaced the hour meter and performed preventive maintenance. No add'l action will be taken at this time.